Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts on the g5 mobile app occurred. No product was provided for evaluation. Data was received but could not confirm the allegation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.